Manufacturer narrative:
H.6 investigation summary: bd has been provided with photos and a sample for catalog 301001 lot 1804251 to investigate for record. Visual examination of the photos and sample show a piece of pink plastic. As a result, bd was able to verify the reported issue. The plastic particle has been identified as a plastic bag piece used to store the assembled syringes in the assembly machine. In this case, due to a failure to perform any practice of gmp, this foreign matter ended in the assembly machine and produced the non-conformance. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.

Event description:
It was reported that a piece of plastic was found inside the syringe s2 10ml 21ga 1-1/2in before use when opening it. The following information was provided by the initial reporter: "while opening the syringe for use, it was obviously notice that piece of plastic is inside the syringe."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a piece of plastic was found inside the syringe s2 10ml 21ga 1-1/2in before use when opening it. The following information was provided by the initial reporter: "while opening the syringe for use, it was obviously notice that piece of plastic is inside the syringe."